Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had cracked housing and a cracked screen. There was no patient involvement and no harm/adverse event reported.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the top case is chipped, keypad support lens is cracked, bottom case is cracked, right plunger case is cracked, and ear clip is broken. Service history identified the complaint was not related to a previous service of the device within the review period. There were no alarms in history pertaining to the customer's reported problem. The cause of the issue was that the pump was dropped or mishandled by the customer. The damaged components were replaced. The motor and worm coupling were also replaced due to motor not running alarm.